Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of a ventral incisional hernia, a composix ex mesh was implanted to repair the hernia defect. (B)(6) 2012 - the patient underwent an additional surgery to repair recurrent hernia after the composix ex allegedly failed and to remove the composix ex mesh. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document the additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about a year post implant of composix e/x mesh, patient was diagnosed with hernia recurrence, adhesions, mesh migration and mesh deformation thereby underwent repair with mesh removal. Per operative notes, ¿old piece of hernia mesh adherent to one side of fascial incision having torn away from other side of incision and was now rolled up in the abdominal cavity.¿ the adverse reaction section of the instructions-for-use, supplied with the device identifies adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d1, e3, g1, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of a ventral incisional hernia, a composix ex mesh was implanted to repair the hernia defect. (B)(6) 2012 - the patient underwent an additional surgery to repair recurrent hernia after the composix ex allegedly failed and to remove the composix ex mesh. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information: (B)(6) 2011 - patient was diagnosed with incarcerated ventral incisional hernia thereby underwent open repair with the implant of composix e/x. Per operative notes, "the hernia was very large and well developed and the sac was excised. A piece of composix e/x was then implanted below the fascia on top of the small bowel such that the smooth surface was on the bowel side and the rough surface on the peritoneal side by closing the hernia and then it was sutured and secured in place." (B)(6) 2012 - patient had incarcerated recurrent ventral incisional hernia thereby underwent mesh removal. Per operative notes, "dissection was undertaken until the entire incarcerated recurrent ventral incisional hernia and small bowel was dissected. A biological mesh was placed and sutured. Prior to doing this an old piece of hernia mesh was noted to be adherent to one side of fascial incision having torn away from other side of incision and was now rolled up in the abdominal cavity. The old composix e/x mesh was removed almost completely." Attorney alleges that the patient had adhesions, bowel removal, mesh migration, hernia recurrence, pain and emotional injuries.